Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring issued an alert for high out of range shock impedance measurements. The patient was brought in for an x-ray. Review of the x-ray found a fracture. A revision procedure was scheduled for the following month. At this time the electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the remote home monitoring issued an alert for high out of range shock impedance measurements. The patient was brought in for an x-ray. Review of the x-ray found a fracture. A revision procedure was scheduled for the following month. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the electrode was returned for analysis, thus indicating it was explanted.

Event description:
It was reported that the remote home monitoring issued an alert for high out of range shock impedance measurements. The patient was brought in for an x-ray. Review of the x-ray found a fracture. A revision procedure was scheduled for the following month. At this time the electrode remains in service and no adverse patient effects were reported. Additional information was received that the electrode was returned for analysis, thus indicating it was explanted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory the shock impedance high and lead fractured allegations were confirmed. Visual inspection confirmed a complete fractured of the electrode at approximately 33.6 cm from terminal end (distal to the notch area). Further inspection revealed no cracks around the notch area distal to the sensing electrode.